Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has reported that she has been experiencing intermittencies when using the audio processor (ap). A follow up is planned to determine the next steps for this user.

Event description:
The user has reported that she has been experiencing intermittencies when using the device.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause device investigation of the explanted device would be necessary. Further steps are currently unknown. This is a final report.